Event description:
Per the clinic, the patient underwent a surgical procedure in the operating room to place a longer abutment on the implanted fixture on (B)(6) 2013. No soft tissue was removed. The implanted device remains.

Manufacturer narrative:
(B)(4).